Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the screw broke during insertion damaging the elbow system plate. A second screw was used and was reported to not have any hold/grip in the plate. The material was not returned as the plate remained in the patient. There was no further information provided regarding the involved screws availability. This is 1 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Further investigation could not be completed and no conclusion could be drawn as no device was returned. Review of finished product device history record (part number 04.107.506s, lot number 6935104, (B)(4)) determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented that would have caused or contributed to this complaint. Review of the respective raw material, and finished product DHR files found no irregularities that would have caused or contributed to this complaint. Based on this information alone, this complaint is deemed invalid. Further investigation could not be completed and no conclusion could be drawn as no device was returned. Device was used for treatment, not diagnosis. Placeholder.